Event description:
A motor stall with no recovery was reported; it was stated that the "therapy was not being delivered". Patient experienced dizziness. The pump was explanted in the next four days. Patient outcome was noted as recovered without sequela. Pump logs indicated that the stall occurred on (B)(6) 2012 and recovered on (B)(6) 2012; drugs being infused per the pump logs were morphine, bupivacaine and clonidine.

Manufacturer narrative:
Catheter model: 8709, lot# j11035r21, implanted: 2002-(B)(4), explanted: unk; catheter model: 8578, serial# (B)(4), implanted: 2012-(B)(6), explanted: unk. (B)(4) - analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed a motor gear train anomaly; corrosion, wear, and lubrication were noted.